Event description:
It was reported through litigation process that approximately sometimes post a port placement, the port allegedly flipped. It was further reported that patient developed with infiltration. Reportedly, the port was removed and new port has been implanted. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.